Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1900391 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6)2022, clip was found broken during usage on the patient. The clip was replaced with another cartridge. There was no mention if it was the same batch. The was no reported injury.

Event description:
It was reported that (B)(6) 2022, clip was found broken during usage on the patient. The clip was replaced with another cartridge. There was no mention if it was the same batch. The was no reported injury.

Manufacturer narrative:
(B)(4). Additional information recieved 05 dec 2022 states that "clip didn't fall into the patient. No sample will be returned for investigation". Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.